Event description:
It is reported that the device was implanted in 1999, and revised in 2009, due to the femoral head breaking two days prior.

Manufacturer narrative:
Eval summary: previously addressed supplier issue. The device was in vivo for approx 10 years. No product was returned for eval. The received x-ray images were reviewed and it was observed that the femoral head of the left total hip was fractured. Eval: the zirconia femoral head item # lot#: 62204500 is within the scope of recall z-0239/0240-02 due to the fracturing of the femoral head. The recall is complete and no further manufacture or marketing of the zirconia femoral head of the 9030 family occurs. The device was implanted before the recall took effect.